Event description:
It was reported that the patient¿s device had an open circuit and high impedances. Further, it was reported the extension was disconnected from the lead and the lead was isolated. Impedances were checked using a twist lock cable and an external neurostimulator and programmer. All impedances were reported to be within normal limits. The extension was explanted and a new extension was reportedly attached and connected to the battery in pocket. Impedances with the new extension were all reported to be within normal limits.

Event description:
Additional information received reported interrogation of the deep brain stimulation (dbs) on (B)(6) 2013 led to the discovery of high impedance at contacts 1 and 2. It was noted the patient experienced "zaps" on the right side of the body since the subject had surgical removal of an adenoma.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3389-40, lot# v002159, implanted: 2006 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387-40, lot# j0209882v, implanted: 2002 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: extension. Product ID: 3389-40, lot# v002159, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# j0209882v, implanted: (B)(6) 2002, product type: lead.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the patient experienced a "zapping sensation" on the right side of their body starting on (B)(6) 2013. The zapping began occurring following a surgical removal of an adenoma on the patient's left wire extension. Diagnostics on (B)(6) 2013 included device interrogation where high impedances were discovered on contacts 1 and 2. The etiology was related to the device/therapy and not related to the implant procedure. It was then reported that the diagnosis of the zapping was a lead fracture. The issue was resolved without sequelae on (B)(6) 2013 following an explanted/replaced extension on (B)(6) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the device diagnosis was updated from a lead fracture to an extension fracture. It was also stated that the zapping sensation was due to the lead extension fracture.

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: extension; product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID: 3389-40, lot# v002159, implanted: (B)(6) 2006, product type: lead; product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 37642, serial# (B)(4), product type: programmer, patient; product ID: 3387-40, lot# j0209882v, implanted: (B)(6) 2002, product type: lead; product ID: 748240, serial# (b))4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: extension; product ID: 3389-40, lot# v002159, implanted: (B)(6) 2006, product type: lead; product ID: 3387-40, lot# j0209882v, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.